Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not put his ipg into surgery mode prior to undergoing rf ablation in early (B)(6). After the procedure, clinical programmer and patient controller are not able to connect to the patient¿s ipg. Territory representative reported the clinical programmer displays the message ¿system problem, system encountered a problem. Contact sjm if this problem persists.¿ the patient controller reads the message that no generators have been added. Troubleshooting efforts have been unsuccessful. Patient may be awaiting ipg replacement.

Event description:
Follow up information identified patient underwent ipg replacement. Postoperatively, effective therapy was restored.